Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A customer reported that several surgeons had experienced issues with couple of the vitrectomy probes that almost immediately failed upon initiating cutting after being placed in the patients' eyes during vitreo-retinal surgeries and even after reducing the cut speed by 50%. This happened over a span of 2 weeks and they had to cancel cases. When vitrectomy probes were tested, an audible shatter could be heard. The surgeries were completed by vastly reducing cut speed down. There was no information about patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Three opened probes with tip protector in a zip top bag were received for the report. Sample 1: the opened probe returned for evaluation was not within the reported pak lot number reported based on radio frequency identification tag identification; therefore, no sample evaluation was performed. Sample 2: the sample was visually inspected and found to be nonconforming with orange/brown foreign material on the port face, inside the port and on the welded cap. The sample was then functionally tested for actuation, aspiration and cut. The sample was found to be conforming for all three tests. No abnormal noise was observed. The probe engine was disassembled, and the components inspected. The diaphragm, spacer, top o-ring are all intact. The bottom o-ring had inner and outer diameter damage. Sample 3: the sample was visually inspected and found to be nonconforming with the probe needle broken off at stiffener area. The sample was then functionally tested for actuation, aspiration and cut. The actuation, aspiration and cut functionalities of the returned probe were unable to be tested due to broken needle condition. No wear assessment could be performed due to the inner cutter broke while trying to extract it from the severely bent needle. A review of the device history record traceable to the lot number obtained from the device¿s rfid tag, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria the investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. Sample 1: based on the evaluation of the information and materials received (the reported product and lot was not received), the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. Sample 2: based on the evaluation of the information and materials received, the investigation concluded that the root cause of the reported event is not determined as the returned sample was conforming for all functional testing. However, a manufacturing related potential contributor factor was identified, damaged was observed on the o-ring and cannot be ruled out for the actuation problem as reported. Sample 3: the complaint evaluation was unable to confirm the reported events due to probe needle bent condition. How and when the probe needle became bent cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site including use during surgery. The returned sample 1 lot number was not within the reported pak lot number based on rfid tag identification, the returned sample 2 functionally met specifications and no abnormal noise was observed; however, a non-conformance was completed for the damage observed on the o-ring and an exact root cause for the bent needle of sample 3 could not be determined from this evaluation. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.